Event description:
Pt had left knee surgery and a breg epain care pain pump was used by doctor after surgery. Pt reports that she now has glenohumeral chondrolysis in her left knee. Pt has had an additional surgery on her left knee. Pain pump was filled by doctor with .5% bupivacaine with epinephrine.